Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-03925. (B)(4). It was reported that during a carotid artery stenting treatment procedure, stent deployment difficulties and hypotension occurred. The index procedure treated an 80% stenosed, 4.0x40mm lesion of the ostium of the right internal carotid artery. Treatment consisted of placement of a filterwire ez and placement of an 8x29mm carotid wallstent. The carotid wallstent migrated distally requiring placement of a second 8x29mm carotid wallstent. Following post dilation residual stenosis was 0%. On the same day as the procedure and prior to discharge, the patient also experienced hypotension. The patient was treated with medication and the event resolved without residual effects. The patient was discharged one day post procedure. The investigator assessed the hypotension as possibly related to the carotid wallstent study devices and unrelated to the filterwire ez.